Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was discolored. Reportedly, the customer had mixed old and new insulin within the cartridge in use. Tandem technical support advised the customer against mixing old and new insulin and informed the customer that the cartridge tubing becoming bent or pinched could have been a possible cause for this issue. There was no reported adverse impact to the customer's blood glucose level.